Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a thr had been performed on (B)(6) 2018, patient experienced dislocation. This adverse event was addressed by revision surgery on (B)(6) 2024, in which the oxinium fem hd 12/14 32mm +0 was exchanged to oxinium head. The r3 0 deg xlpe acet lnr 32mm x 52mm, r3 3 hole acet shell 52mm and sl-plus integr mia stem lat. W. Ti/ha 2 were remained. Patient's current health status is unknown.

Manufacturer narrative:
H10: h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, patient had a revision 6-years post total hip replacement implantation, due to dislocation. As of this date medical records have not been provided; therefore, the clinical root cause of the reported dislocation and subsequent revision cannot be confirmed. The patient impact was the revision. No further clinical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.